Manufacturer narrative:
Qn#(B)(4). The customer returned one rusch miller blade 00 for evaluation. Upon receipt, the blade was visually inspected. No obvious signs of damage were observed. The returned blade was connected to a lab inventory dispogrip handle. The light did not turn on. The bulb on the returned blade was replaced with a known good lab inventory bulb. Still, the light did not work. When the bulb from the returned blade was used on a lab inventory blade the light did work. The defect is not with the bulb but with the blade assembly. The device history record of lot 190401 was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The complaint has been confirmed. The investigation revealed a defective blade. It is unknown why this blade is defective. The blade was sent to teleflex india for further investigation.

Event description:
The complaint is reported as: blade will not light prior to patient use. Bulb was replaced two times. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: blade will not light prior to patient use. Bulb was replaced two times. No patient involvement reported.

Event description:
The complaint is reported as: blade will not light prior to patient use. Bulb was replaced two times. No patient involvement reported.

Manufacturer narrative:
Qn # (B)(4). A follow-up investigation has been received from the manufacturing site. The manufacturer reports: "we have confirmed the functional testing of blade and we have noticed that blade is working fine and light is glowing perfectly". The root cause has been updated to no problem found.